Event description:
It was reported that the customer had a no delivery and motor error alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer reported that the no delivery alarm was able to resolved by a complete set change. The customer was reminded to call in when no delivery occurs "wo cen" can troubleshoot. The customer was advised that the false motor error alarm by caused by viewing the sensor glucose graph while the insulin pump is delivering a bolus. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.